Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the reported interrogation issue; the programmer was able to interrogate a device wireless and non-wireless. Analysis found a latch tab was broken off of the cord door. Analysis also found the printer was noisy at the slow speed due to a damaged gear. The printer was found out of electrical specification and the printer drawer was found damaged. (B)(4).

Event description:
It was reported the programmer failed several times to interrogate devices. The programmer was returned for repair. No patient complications have been reported as a result of this event.